Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator had a misalignment in the touch position. A calibration on the touchscreen was performed; however, the issue was not resolved. The touchscreen was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.